Manufacturer narrative:
The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button and partially detached retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. On (B)(6) 2021 dailytotalofallinsulindelivered = 46.425. On (B)(6) 2021 dailytotalofallinsulindelivered = 22.075. On (B)(6) 2021 dailytotalofallinsulindelivered = 23.075. On (B)(6) 2021 dailytotalofallinsulindelivered = 15.6. On (B)(6) 2021 dailytotalofallinsulindelivered = 16.6. On (B)(6) 2021 dailytotalofallinsulindelivered = 35.325. On (B)(6) 2021 dailytotalofallinsulindelivered = 28.25. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2021 in the pump history file. On (B)(6) 2021 17:05:29.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 17:35:38.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 18:10:30.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 18:45:29.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 18:55:00.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 19:15:38.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 19:45:00.000 alarmalertnotification, faultnumber = sg calibration error (776). On (B)(6) 2021 19:50:32.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 21:30:26.000 alarmalertnotification, faultnumber = sg calibration error (776). On (B)(6) 2021 21:30:26.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 22:00:37.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 22:10:00.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 22:35:29.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 23:05:37.000 alarmalertnotification, faultnumber = sensor error alert (801). On (B)(6) 2021 23:51:00.000 alarmalertnotification, faultnumber = lost sensor 1 alert (780). On (B)(6) 2021 02:16:00.000 alarmalertnotification, faultnumber = low battery alert (104). On (B)(6) 2021 03:40:44.000 batteryremoved. On (B)(6) 2021 03:40:44.000 alarmalertnotification, faultnumber = battery removed (84). On (B)(6) 2021 03:41:10.000 batteryinserted. On (B)(6) 2021 03:41:15.000 alarmalertnotification, faultnumber = failed batt test (58). On (B)(6) 2021 03:43:18.000 batteryremoved. On (B)(6) 2021 03:43:18.000 alarmalertnotification, faultnumber = battery removed (84). On (B)(6) 2021 03:44:13.000 batteryinserted. Low battery alert was due to the battery in the pump is low on power. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert, or sg calibration error noted. Sensor error alert not confirmed. Sg calibration error not confirmed. Low battery alert not confirmed. Failed batt test not confirmed. The pump passed the functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer who died due to the cause was not a patient with another disease who died due to insulin injection trouble, but another disease. No additional information was provided. Troubleshooting was not performed and the pump will be returned for analysis.